Event description:
Medtronic received information that during the attempted implant of a 29 millimeter (mm) transcatheter bioprosthetic heart valve (corevalve), the patient experienced a fatal cardiac tamponade that was suspected to be associated with either the valve¿s delivery catheter system (dcs) or a perforation from another manufacturer¿s guidewire used with the dcs. It was reported that after an unsuccessful attempt to advance the loaded dcs through an introducer sheath, the valve was reloaded onto another dcs and successfully advanced to the patient¿s annulus; however, deployment was unsuccessful and the system was withdrawn per instructions for use (IFU) recommendations. Another manufacturer¿s superstiff guidewire originally used was then exchanged for a different manufacturer¿s extra stiff guidewire. An attempt to load a second corevalve onto another dcs was unsuccessful due to dcs capsule distortion, and the original corevalve was reloaded onto the second dcs. The implanting physician reported that as the dcs and corevalve were being advanced across the native valve, there was a gap observed between the dcs plunger tip cone and the dcs capsule, and the dcs radiopaque ring became stuck in the native valve. A sharp decrease in the patient¿s blood pressure was observed, and an immediate echocardiogram confirmed that the patient had experienced a cardiac tamponade. A supra-aortic injection showed aortic regurgitation without external regurgitation. The entire system was withdrawn, and effusion drainage was performed in conjunction with a full resuscitation effort that was ultimately unsuccessful.

Manufacturer narrative:
Upon receipt at medtronic¿s quality laboratory, the initial visual observation/analysis showed that the dcs handle was intact. The micro knob (thumb wheel) retracted and advanced the capsule. The macro (cursor) moved to fully advanced and retracted positions and locked in place when released. The distal tip of the dcs capsule was flared with a slight overlap onto the plunger. Two kinks were observed on the proximal end of the capsule. Indentations or gouge marks along the distal tip of the capsule appear to be associated with frame misalignment during valve loading and/or loading into the introducer. A slight kink, or buckling, of the capsule that was noted at the distal end, proximal to the radiopaque marker band, appeared to be due to frame misalignment during loading and/or loading into the introducer. Deformation (gouge marks) on one of the two dcs tabs appeared to be associated with wear from a frame loop of the valve. A copy of the procedural images has been requested, and additional analysis and investigation are pending. A supplemental report will be filed upon completion of the analysis/investigation. (B)(4).

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The initial analysis of the device did not show any anomalies consistent with deployment difficulty. Additional engineering analysis was completed on this device, including a deployment simulation with a new 31mm valve (the largest size available) as a worst case scenario into a silicon anatomy model. The microknob was turned and after some cursor movement of 15-20 millimeters with no capsule movement, the catheter began to click. The cursor was then lifted per the technique listed in the instructions for use and deployment was completed successfully. Another simulation was completed in an attempt to replicate the user's experience of inability to retract the capsule. During the second simulation the microknob was rotated until it clicked and then rotated a few more times to cause the system to skip before lifting the cursor. The unit was then partially disassembled and a different test setup was used to measure the force applied when clicking occurred. Analysis of the data points showed that this unit clicked at forces lower than the manufacturing controls, though a somewhat lower force was expected as the unit was damaged from the clicking that was induced. It was reported that there was an angle of 60-70 degrees during deployment in the patient, which may explain why the bench testing induced clicking but deployment was ultimately successful, as the physician may have experienced greater forces with a more significant bend in the system preventing deployment. The physician stated the patient death was not caused by the lack of release of the valve. The angiographic record was reviewed and could not confirm the reported gap that was noted between the capsule and the plunger tip, with the capsule subsequently catching on the native anatomy. The film showed the bioprosthetic device seated across the native valve (presumably the first implant attempt) and six minutes later the dcs radiopaque band had only moved to the inflow edge of the frame. No anomalies were noted to explain the inability of the user to deploy the valve. Forty-one minutes later the guidewire was seated in the ventricle, but there was no valve or delivery catheter system in view, nor were any complications such as tamponade noted. The allegation that the dcs capsule possibly perforated the native valve could not be confirmed nor could a conclusive cause be determined. Based on device analysis, though it is difficult to determine when the damage to the capsule occurred, a conclusive cause f or the reported gap could not be determined. It was not confirmed through the angio review as there were only ten series captured; therefore, it cannot be determined whether the gap existed at insertion or if the gap occurred during tracking. From the available information, a conclusive cause for the perforation/patient death could not be determined.